Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had loose drive support cap. Customer's blood glucose at time of incident was unknown mg/dl.

Manufacturer narrative:
It was reported that the insulin pump had alarmed with repeated compromised force sensor system. The insulin pump has not been returned.

Event description:
It was reported that the insulin pump had alarmed with repeated compromised force sensor system. The insulin pump has not been returned.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor and with a corroded battery tube. However, the operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. No a33 alarms were noted. The drive support disk was inspected and no anomalies noted. The insulin pump was received with cracked case at the display window corners, cracked case at the reservoir tube window corners and minor scratches on the lcd window.